Event description:
Urine output decreased. Unable to flush cath. Unable to deflate balloon. 50cc normal saline instilled into bladder. Unable to aspirate fluid. Ultrasound showed enlarged balloon. Suprapubic needle puncture with 22 gauge spinal needle resulted in 150cc fluid evacuated from area. Bladder decreased in size, as did balloon. Then removed catheter. Note: balloon line produced 2cc fluid, tested positive for urine before any procedure.